Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The account noticed that when the architect anti-hcv reagent is low, sometimes test results show low values. For example, a nonreactive architect anti-hcv result was generated on a specimen that repeated architect anti-hcv reactive. The initially nonreactive architect anti-hcv result was generated when only 4 tests were left in the architect anti-hcv reagent. Data: child specimen - architect anti-hcv negative (0.69 s/co), device #2. Parent specimen - architect anti-hcv reactive (1.33 s/co), device #2. Child specimen retest with full reagent bottle - architect anti-hcv reactive (1.60 s/co), device #1. Parent specimen retest with full reagent bottle - architect anti-hcv reactive (1.46 s/co), device #1. There was no impact to patient management reported.

Event description:
It was reported that hvb impedance readings were greater than 200 ohms after implant. When the lead was checked via analyzer, impedance was normal. Approximately one month later, the patient alert tone sounded due to hvb impedance greater than 200 ohms. The physician could not determine whether the high impedances were due to a device header issue or a lead fracture, so the device was explanted and the lead was capped. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation -other, returned sample was tested along with in-house retaned sample testing. All testing met the specifications this late MDR is a retrospective filing. This report is being filed on an international product that has a similar product distributed in the us. Abbott has received complaints from customers relating to the precision of results with architect anti-hcv, (relabeled in other country), lot number 53396hn00. These complaints were for imprecision of the positive control, %cv calibration failures and imprecise patient results. Additionally, the account reported of precision problems when using a nearly empty reagent kit of lot number 53396hn00 that leads to lower patient result values. The account returned kit of architect anti-hcv lot number 53396hn00 was received and tested. Additionally, another return reagent kit of lot number 53396hn00 was received from another customer and was also tested in the scope of this investigation. To address a potential imprecision of lot number 53396hn00 of architect anti-hcv, reagent kits were tested in the following set-up: each reagent was evaluated by testing 10 replicates of calibrator, one replicate of negative control and 10 replicates of positive control in one run on one architect instrument. Representative data in section specific performance characteristics, table I architect anti-hcv precision, in the package insert (commodity number) were used to detecting upper validity limits for %cv in the 10 replicate setup. The upper limit for %cv in this test setup was statistically calculated to be 7.2 for calibrator and 8.5 for positive control (taking into account a 99.997 % confidence interval, with respect to the current calculation method). The results generated with the account return kit of lot number 53396hn00 and the returned kit of lot number 53396hn00 from another customer gave no calibration error and acceptable s/co results for nc and pc within package insert specifications. All calibrations met specifications. The account return kit showed acceptable performance for the pc with a %cv of 2.9 which is well within the calculated specification of 8.5 %cv for 10 replicates. Reagent kit of lot number 53396hn00, obtained from another customer, showed also acceptable performance for the pc. Although only 4 replicates could be tested (due to insufficient volume in the returned kit) the calculated %cv of 6.0 is still within the specification of 8.5 %cv. Therefore, the observation of positive control imprecision could not be repeated with these two returned reagent kits. An in-house sample of lot number 53396hn00 was tested using the same set-up. All testing values of calibrator 1, negative control and positive control were within the specification ranges. The %cv calculated for the 10 replicates of pc was well within the calculated specification. All calibrations performed met specifications. In order to simulate the account's situation of nearly empty reagent bottles for lot number 53396hn00, more than three-quarters of the liquid volume was removed from the in-house reagent kit and testing was repeated. No lower values could be observed. The values of pc were comparable to the values obtained in the other test-setups. Furthermore, the %cv calculated for the 10 replicates of pc were well within the calculated specification and all calibrations performed met specifications. As part of this investigation a review was performed of the manufacturing records for architect anti-hcv lot number 53396hn00. This review did not identify any problems relating to the account's observation. To exclude a potential product deficiency of architect anti-hcv, complaints for potential false negative results since 2007 were reviewed and no trend could be observed due to false negative complaints. Furthermore a review was performed of critical component lots that could contribute to the issue. The conjugate component contains the same igg antibody lot as at least the last three lots before lot number 53396hn00. The microparticle component is a pool of different antigen lots. Based on this investigation, it is determined that architect anti-hcv, lot number 53396hn00, identified in the account's complaint, is performing acceptably. For diagnostic purposes, all patient results obtained with architect anti-hcv should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute or chronic infection. Please note, that with respect to confidence interval and an individual test set-up (i.e. Number of replicates tested, runs performed etc) the specification for %cv may differ from representative data in the package insert. Depending on the individual test set-up for the precision of the positive control the set-up should be calculated individually and cannot be applied to different test set-ups. Furthermore, a neutralization of the murine anti-igg/anti-igm acridinium-labeled conjugate component can cause fluctuating and out of range low positive control results that would lead to a higher %cv value. Therefore when handling conjugate vials, change gloves that have contacted human plasma/sera and wear clean gloves when placing a septum on an uncapped reagent bottle. Furthermore inadequately mixed microparticles could also lead to your observation. Thus, inversion and visual inspection of the microparticle bottle as stated in the package insert is highly recommended. This is the final report.

Manufacturer narrative:
(B)(4).